Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported, he had trouble pressing the button to release the infusion set needle. Pt stated, he was not using the insertion assist plus device. Pt reported during the insertion, the infusion set cannula was not always inserted correctly and would sometimes bend. Pt stated, he had issues with the infusion sets leaking from the infusion site. Pt reported, his blood glucose level rose to 300 mg/dl due to this issue. Pt¿s target blood glucose level is 150 mg/dl. Pt stated, the infusion set cannula was kinked when removing it. Pt reported having these issues more than once. Pt stated the leak would appear an hr or so after insertion. Pt reported this has been ongoing since (B)(6) 2011. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.